Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a 4fr groshong catheter. There was a complete break in the catheter shaft at the 21cm depth marking. Use residue was observed throughout the catheter. Tactile evaluation of the catheter revealed tensile weakness in the vicinity of the break. Microscopic inspection of the break revealed a granular fracture surface. The shape of the break was uneven and exhibited an elliptical cross section which suggests it was compressed prior to breaking. The elliptical cross section and uneven break were consistent with damage caused by compression of the indwelling catheter shaft. The tensile weakness suggested that the material ultimately failed due to pulling stress likely during catheter removal. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11

Event description:
It was reported the patient underwent intravenous nutrition support after tracheotomy, and was placed with a PICC catheter with a catheter depth of 43cm on (B)(6), 2023, and was hospitalized in the ICU after catheterization, and the PICC catheter was removed on(B)(6), 2023. During removal, the catheter broke at 22 cm, and the end 21 cm remained in the blood vessel. Emergency interventional treatment, femoral vein puncture, and arrester capture the residual catheter, causing secondary surgical injury to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the patient underwent intravenous nutrition support after tracheotomy, and was placed with a PICC catheter with a catheter depth of 43cm on (B)(6) 2023, and was hospitalized in the ICU after catheterization, and the PICC catheter was removed on (B)(6) 2023. During removal, the catheter broke at 22 cm, and the end 21 cm remained in the blood vessel. Emergency interventional treatment, femoral vein puncture, and arrester capture the residual catheter, causing secondary surgical injury to the patient. No other information was provided.